Event description:
Reporter alleged, he couldn't obtain a result on the aviva system for several days due to an error that kept appearing after he dosed the strip. Reporter stated that during this time, when he was unable to obtain a result, he felt hyperglycemic and took 10 units of novolin r. He reported that he then called the emts, they obtained a result over 400 mg/dl, and took him to the hospital where he was treated with a shot of novolin r for his hyperglycemia. Reporter stated he was given more insulin during his four day stay in the hospital based on readings obtained there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.